Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the navigation ring was not functional. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the navigation ring was not functional. Device evaluation and repair are pending.

Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the navigation ring was not functional. A field service engineer (fse) went onsite and replaced the front bezel to resolve the reported issue. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.